Event description:
Ongoing eye redness, eye irritation, blurred vision, itchy eyes, excessive tearing. In one month. Use of amo complete moisture solution lot/ab01244, exp apr '08. Obtained from eye physician, solution was provided to pt with sample contact lenses in 2007.